Event description:
The customer reported experiencing a high blood glucose event, with the level indicated as "high" but no specific value provided. There was no reported impact to the customer's blood glucose level. The customer performed a correction injection using manual daily injections and was instructed by customer technical support to consult their healthcare provider and to reach out to technical support for further troubleshooting if necessary.